Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise. No intervention performed at this time. The patient would continue to be monitored via merlin.net and in clinic for routine interrogations.